Manufacturer narrative:
A customer from the united states reported observation of an elevated high-sensitivity troponin I (tnih) which was discordant relative to repeat testing at an alternate hospital. Siemens reviewed the instrument data and the information provided by the customer. Reagent and instrument related issues were ruled out based on quality control (qc) results recovering within acceptable ranges, valid calibration, and proficiency testing for tnih on the analyzer met acceptance criteria. A customer service engineer (cse) visited the customer¿s site and performed preventive maintenance (pm) on the analyzer. Return of the patient sample for further investigation was not warranted as the discordant result was not reproducible. Based on the available information, the cause of the discordant elevated result was consistent with a sample specific interferent and the issue was isolated to the affected patient sample. The issue was resolved by routine troubleshooting; a product problem was not identified. Customer is operational and no further actions are required.

Event description:
The customer reported observation of an elevated high-sensitivity troponin I (tnih) which was discordant relative to repeat testing at an alternate hospital when using lot fb6082. An initial elevated result was obtained for the patient in question. The initial elevated result was reported to the physician. Based on this result, the physician referred the patient to an alternate hospital approximately 3 to 4 hours away due to concern for a possible cardiac event. At the alternate hospital, a new sample was collected and tested using an unknown methodology, which yielded a lower result. The lower result was considered correct since it recovered within the normal range and was reported to the physician. There are no allegations of patient harm or adverse health consequences due to the reported event.